Manufacturer narrative:
The following fields were updated: d4 serial #: (B)(6). D4. Medical device expiration date: 26-sep-2016

Event description:
It was reported that bd bactec¿ mgit¿ 960 system some susceptible drugs came out the some growth. The following information was provided by the initial reporter: the tsa results came out with some susceptible drugs that there was visual growth. Confirmatory assay the manual reading protocol was performed with the uv light.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system some susceptible drugs came out the some growth. The following information was provided by the initial reporter: the tsa results came out with some susceptible drugs that there was visual growth. Confirmatory assay the manual reading protocol was performed with the uv light.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01500 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system some susceptible drugs came out the some growth. The following information was provided by the initial reporter: the tsa results came out with some susceptible drugs that there was visual growth. Confirmatory assay the manual reading protocol was performed with the uv light.

Manufacturer narrative:
H6 investigation summary: this complaint alleges a failure on a mgit 960 instrument (p/n 445870, s/n (B)(6)). Abnormal results were reported on the instrument. The customer reported that the instrument reported a sample as susceptible but visible growth was seen in the tube. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The instrument displayed no errors. The fse and the local service team decided to replace the instrument. A new instrument was installed and handed over to the customer in working order. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of april. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system some susceptible drugs came out the some growth. The following information was provided by the initial reporter: the tsa results came out with some susceptible drugs that there was visual growth. Confirmatory assay the manual reading protocol was performed with the uv light.